Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated troponin (accutni) result above the ami cut off for one patient that was generated by the access 2 immunoassay system. Repeat analysis of the sample produced lower results within the normal reference range for the patient. The results provided by the customer are shown. It is unknown to date if patient injury requiring medical intervention or a change to patient treatment attributed occurred in connection to this event.

Manufacturer narrative:
Specific sample collection device and centrifugation information have not been supplied to date. Qc and system check data from the data of the event have not been supplied to date. A field service engineer (fse) was dispatched and observed that the incubator belt was rattling during operation. The fse noted that the incubator belt was "stretched" and was missing a tooth. The fse replaced the incubator belt and vessel holders. The fse also observed a "very large amount" of wash buffer build up in the wash carousel. The fse cleaned out the carousel, replaced the mixer belt and mixer pulleys, and then verified instrument alignments. The fse performed qc within the customer's established limits to verify hardware after the repairs were completed. Although the fse completed some repairs at the time of service, a definitive root cause for this event has not been determined to date.